Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 11/2019).

Event description:
It was reported that approximately six months after the placement of the port device on the right upper chest for chemotherapy, it was allegedly unable to be accessed. Reportedly, during infusion of saline the patient experienced pain, therefore the patient used ice packs and tylenol to relive the pain. It was further reported that due to the completion of the chemotherapy, the healthcare provider decided to remove the port device. Reportedly, during the device removal procedure when the healthcare provider tried to pull the port stem, the catheter was separated from the port body. An x-ray allegedly revealed that the port catheter was migrated into the vein, which required an additional intervention to remove it. Upon removal, the end of the catheter was found to be frayed. The patient was reportedly stable after the device removal procedure.